Manufacturer narrative:
The complaint sample, or picture of the complaint device, was not returned to the manufacturer for investigation/review. The failure mode, or potential root cause for the reported leak is unknown.

Event description:
Leaking cf-50 bag.